Manufacturer narrative:
Evaluation of the returned penumbra system red 43 reperfusion catheter (red43) revealed that it was fractured at the distal end. Evaluation revealed stretching, discoloration at the fractured location and surface damage on the distal fractured segment. If the distal end of the catheter is overheated or heated for an extended period during tip shaping, it may cause discoloration and the distal tip material to weaken. The reported distal tip steam shaping of the red43 prior to use may have contributed to catheter damage. Manipulation of the damaged catheter to complete a pass and the subsequent retraction likely contributed to the fracture. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system red 43 reperfusion catheter (red43), and a penumbra system red 72 reperfusion catheter (red72). During the procedure, while preparing the red43, the physician steam-shaped the distal tip of the red43 for 30 seconds. After completing one pass, the red43 was removed and visually inspected. The red43 was found to have a cut near the distal tip. Therefore, the red43 was removed from the procedure. The procedure was completed using a non-penumbra catheter and the same red72. There was no report of an adverse effect to the patient. The device was returned and investigated. Based on the device investigation results, the reportability determination was re-assessed and deemed reportable.